Manufacturer narrative:
B3 unknown, d4: UDI and g5 are unknown one device was returned for analysis. Visual inspection showed the dso seal came off. The tamper seal was partially detached. Review of the event history log (ehl) showed multiple high alarm, key stuck. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was unknown. As a result, keypad was replaced. Product is beyond a year from manufacture date (03/2014) and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service or repair related to the customer complaint. For all inquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com

Event description:
It was reported that the pump alarmed "key stuck" due to intermittent keypad. No adverse patient effects were reported by the customer.